Event description:
Customer was taken to the hosp via paramedics due to low blood glucose levels. Troubleshooting was performed and pump passed all required tests. The certified diabetes educator was contacted and she later confirmed, after speaking with the md, that the low blood glucose levels were not pump related at all.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.